Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive for about five minutes, after which normal function returned, and blood glucose was unaffected; the user was advised to document any recurrence with video for future evaluation. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no medical intervention. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a transient, non-reproducible user interface responsiveness issue with the device¿s sleep/wake control, with normal operation restored and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to the transient nature of the event and lack of replication.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.